Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be (B)(6) 2020.

Manufacturer narrative:
Manufacturing name, city, and state; expiration date and unique identifier (UDI)#; these fields were left empty as we do not know where the pump was manufacture. We could not identify the pump's serial number in the account's history. Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
An article from ¿utilization of an abiomed impella device as a rescue therapy for acute ventricular failure in a fontan patient¿ reported a (B)(6) years old female patient, (B)(6) kg, with hypoplastic left heart syndrome had impella cp pump inserted in the left axillary for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient developed worsening suspected hemolysis and suspected thrombocytopenia. The patient developed anuric renal failure requiring continuous renal replacement therapy (crrt) and hepatic injury that precluded durable ventricular assist device (vad) or cardiac candidacy. The patient died 89 days after admission.